Event description:
It was reported that during a left vats procedure, the staples failed to close. Pt started bleeding after firing. Procedure was switched to open. Stapler did not form staples correctly.